Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of the heater line of the homechoice cassette and heater bag. This occurred during dwell two of five of peritoneal dialysis therapy. Renal therapy services advised the caregiver to cycle the power to the machine, end therapy and start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.